Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The charge nurse confirmed the reported event during follow-up and stated that the event was observed approximately 35 minutes prior to the completion of the patient¿s treatment. The charge nurse stated that they were monitoring treatment when droplets of blood were observed on the machine and upon closer inspection air was entering the bloodlines (a non-fresenius product) where the blood leak originated. The charge nurse stated there was no defect or damage observed on the bloodlines prior to the start of treatment. The patient¿s treatment ended early for the day. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The charge nurse stated that the biomedical technician (biomed) evaluated the machine and stated that a rotor from the blood pump scratched the bloodlines. However, the machine was not removed from service and continues to be used for treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The charge nurse confirmed the reported event during follow-up and stated that the event was observed approximately 35 minutes prior to the completion of the patient¿s treatment. The charge nurse stated that they were monitoring treatment when droplets of blood were observed on the machine and upon closer inspection air was entering the bloodlines (a non-fresenius product) where the blood leak originated. The charge nurse stated there was no defect or damage observed on the bloodlines prior to the start of treatment. The patient¿s treatment ended early for the day. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The charge nurse stated that the biomedical technician (biomed) evaluated the machine and stated that a rotor from the blood pump scratched the bloodlines. However, the machine was not removed from service and continues to be used for treatment.